Event description:
Reporter stated that patient measured blood glucose, using the accu-chek mobile system, and obtained a result of 16.8 mmol/l. One minute later, patient reportedly retested blood glucose, using an accu-chek compact plus system, and obtained a result of 4.4 mmol/l. No action based on device values was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the suspect test strips used with the accu-chek mobile system. For the suspect test strips, used with accu-chek compact plus system, see medwatch with (B)(6).